Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a  distal pancreatic resection, after clamping the pancreas with a stapler and tried to fire after a while, but the knife could not be advanced and the device did not fire. A new reload was used to attempt firing again, there was no problem resecting. After the operation, the powered handle was checked, but there was no problem with the operation. There was no patient injury.